Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted in the reset process, and advised the caller to continue using the pump while contacting support again if the issue reappeared. The caller understood the instructions and acknowledged them.